Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used her scs system since 2013, and the ipg had depleted. The patient underwent surgical intervention where her ipg was replaced with a new one.